Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "masses" and "pigmented" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in tear troughs. Six months later, patient experienced a, "2 x 1 cm diameter mass on both sides and the skin on the top of the masses are pigmented." Patient treated with dekort (dexamethasone) ampoule 40 mg, after which the, "masses were softened but 0.5 x 0.3 cm diameter masses are formed lateral to both eyes." Patient also treated with hyaluronidase. Symptoms are ongoing.

Event description:
Additional information: patient symptoms resolved two months after onset.